Event description:
The large tampon part got dislodged- vagina foreign body in reproductive tract only string came out - from tampon device breakage. Went to take her tampon out, only the string came out [complication of device removal. Case narrative: parent reported via e-mail that their daughter went to remove her tampon and only the string came out. No serious injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on november 9, 2022.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The large tampon part got dislodged- vagina [foreign body in reproductive tract. Only string came out - from tampon [device breakage] . Went to take her tampon out, only the string came out [complication of device removal]. Case narrative: parent reported via e-mail that their daughter went to remove her tampon and only the string came out. No serious injury reported.